Manufacturer narrative:
This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flow rate. Consequently, it necessitated a recalibration of the pump. This pump flowrate was recalibrated from 16 to -2 fail at 230.80 18.59 it passed at -0.66, -2. Was made from 186 to 206 passed at 35. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event

Event description:
On 24-may-2024, during the preventive maintenance (pm), the device was reported to have a flowrate issue.